Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and failed battery test. The customer's blood glucose reading was 480 mg/dl since she has been sick. The customer inserted a new battery and received failed battery test. The customer was advised to inspect battery compartment and spring for corrosion. The customer found neither compartment nor spring are damaged or corroded. The customer was advised to insert new aaa alkaline battery. The customer was advised to monitor the pump and call back. The customer declined to troubleshoot for high readings.